Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices discarded at hospital.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated stent and suprarenal aortic extension. Following the initial procedure the patient was diagnosed with an occluded graft. The physician elected to explant the devices. The devices were discarded at the hospital.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a total graft occlusion. Additionally there was evidence to reasonably support the following observations; at implant left lower extremity pain, aortobiiliac bypass graft surgically placed, and acute blood loss anemia. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices were discarded at the hospital and not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time.